Event description:
It was reported that the patients' vns was replaced due to low battery. Pre-operatively, impedance was within normal limits and battery status was neos (near end of service) - yes. The explanted products were discarded. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient's mother had reported that the patient had been having more frequent seizures within the past two days (described as ¿ongoing seizures¿ and was concerned that the vns battery was running low. Diagnostics from 2 months earlier indicated that the battery was at ifi-yes (intensive follow-up indicator), and was still providing therapy. The physician noted in the report that interrogation of the generator revealed "no battery." No further relevant information has been received to date. No known surgical intervention has occurred to date.